Manufacturer narrative:
The reported event of "damaged during implant" was confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Visual examination found the outer insulation was cut at the middle region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead damaged. The lead was not used and replaced during the procedure. Patient status was not reported.